Manufacturer narrative:
(B)(4) medical is not the legal manufacturer of the device involved in this incident.

Manufacturer narrative:
Complaint sample was evaluated and the reported event for the broken device was confirmed. The product shows signs of wear and was manufactured in 2000. Manual surgical instruments have a limited life-span which is generally determined by wear or damage due to repeated intended use. No further investigation required. Complaint information was provided by stryker orthopaedics.

Event description:
Per email received (b)()-2013 customer reports; whilst using the reamer handle, it sheared off from the joint at the base of the reamer and the drill. Type of procedure, patient age and gender are unknown. Customer reports a surgical delay. Patient procedure was completed successfully no adverse event or patient injury reported.